Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+2.5/005 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault, significant reduction of irido-corneal angles, and glare/haloes. Although the patient still complained of glare and "reading problems," the surgeon believed after "adaption," time, and healing the problem would be resolved. As of the date of MDR submission, the lens has not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the lens was returned in a small vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue on lens. Claim # (B)(4).